Event description:
The account stated that the bed has no function, and the head section is raised.

Manufacturer narrative:
The technician found the bed had no functions. He isolated the issue to the control box and replaced the control box to repair the bed.